Event description:
It was reported that the patient presented for an implantable cardiac monitor (icm) implantation procedure due to unexplained fainting spells. Prior to the procedure, the icm was interrogated, and the programmer screen displayed an error message indicating that the icm had undergone a reset. The reset occurred while the icm was still in its packaging, and the device failed to update after three attempts. As a result, the icm was not used and was replaced. There was no patient involvement.

Event description:
Additional information received indicated the icm had no bluetooth (ble) telemetry.